Event description:
It was reported that the patient experienced a hypoglycemic event that was treated with birthday cake, after which blood glucose spiked, reporting a blood glucose value of 326 mg/dl before returning to range; pump and alarm history showed a low of 54 mg/dl, and education was provided on the 15/15 rule and to avoid announcing a meal when treating a low, with guidance to announce meals only when glucose is in range. No adverse clinical symptoms associated with hypoglycemia and subsequent hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.